Manufacturer narrative:
Add'l sample was not available for testing by beckman coulter, inc. Service was not dispatched. Quality control was within spec and analyzer performance was not questioned. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-05256.

Event description:
Customer reported erroneous high access total t4 (thyroxine) and access t-uptake (thyroid uptake) test results were obtained for one pt when using a unicel dxc 600i synchron access clinical system. The initial test results were above the normal reference range. Test results were reported out of the laboratory. Repeat analysis was performed at a reference laboratory. The test results were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer for testing performed on two different dates with two samples from the pt.